Manufacturer narrative:
Based on the investigation including internal test, the (B)(4) was able to duplicate the similar unusual axial length and waveforms by electronic discharge exceeded the criteria. The (B)(4) considered external electromagnetic disturbance in abnormal operating conditions possibly may have caused to al-scan which conforms to international standards for electromagnetic compatibility of medical device and has been verified to operate properly under normal operating condition. In order to prevent the incident in customer site in the united states, (B)(4) requested nidek inc. Which is USA subsidiary of (B)(4) to alert to this symptom and also recommended that the software should be upgraded with the new version.

Event description:
The manufacturer, (B)(4) received following information from (B)(4) user through (B)(4) which is (B)(4) subsidiary of (B)(4). On (B)(6) 2016, axial lengths were measured before the operation of iols' implantation. The results of measurement was 20.11mm/left eye before the operation. After the operation, the axial lengths were re-measured due to poor vision. The axial length after operation was 22.83mm. When checking the data of the measurement results of (B)(4) facility, (B)(4) confirmed the measurement result of unusual axial length and waveforms at the right end portion of them.